Manufacturer narrative:
Attempts were made to obtain additional information regarding the event. Masimo was informed that the sensor and cable used for this event was discarded. The sensor and cable lot information was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had abnormally low heart rate that the customer did not feel was confident about. The customer put the patient on a heart monitor and the patient was fine. No probes or packaging were kept to determine the lot number. Additional information received from the customer stating "the patient was being monitored on our philips mp5 monitor with only the oximetry profile (which displays o2 sats and hr). When it began to read abnormally low, the rn checked the heart rate by auscultation and placed the patient on 3 leads EKG/cardiac monitoring. Both the auscultated hr and the cardiac monitor displayed a "normal" heart rate 80-90) while the oximetry profile was displaying a hr in the 40's."